Event description:
Shunt being used in a patient. According to the doctor, prior to the incident, the shunt was still flowing, but was pumping less volume than usual. The fluid is chylous from a lymphatic disorder, and likely creating a slowly building occlusion. Physician would like to do a study using the huber needle to find the occlusion. Patient has passed away, following the study.

Manufacturer narrative:
Information has been forwarded to the manufacturing facility for investigation, and the results of the investigation are pending. Follow-up report will be filed.